Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited foreign objects in adhesive on a-rubber (bending section cover) and a-rubber (bending section cover). There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. It is likely the cause of the foreign material adhering to the device was caused by imperfection of proper reprocessing caused by a leak from the scope cover packing. However, a definitive root cause could not be determined. The suggested event may be detected and prevented by handling device in accordance with the following instructions for use (IFU). IFU states detection methods in bf-p150 operation manual "chapter 3 preparation and inspection". IFU states prevention measures in bf-p150 reprocessing manual "chapter 3 cleaning, disinfection and sterilization procedures". Olympus will continue to monitor field performance for this device.